Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 500 mg/dl. The customer was assisted with trouble shooting after treating blood glucose with manual injections. The customer was helped with clearing the alarm and solving the issue. The insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.